Manufacturer narrative:
The three devices for this one event were not returned for evaluation; therefore, the investigation is inconclusive for the deflation issues, as no objective evidence has been provided to confirm an alleged deficiency with the feeding device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 000716 feeding device allegedly experienced a deflation issue. This report was received from one source. The event involved patient contact with the device, with no reported patient injury. Patient age, weight, and gender were not provided.